Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece with an unapproved viscoelastic for this combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax and email. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A materials specialist reported that two months after an intraocular lens (iol) was implanted, it was exchanged for another iol of one and a half diopters less power. Add'l info was received from the reporter. She indicated that the pt reported blurry vision and the iol was posteriorly dislocated. In a f/u, a nurse reported that the event resolved with the exchange procedure and the cause of the event is unk. She also indicated that an unapproved viscoelastic was used with the reported cartridge/handpiece combination.